Event description:
Procedure performed: lap sleeve gastrectomy with hiatal hernia repair. Event description: the rep called to inform us that there was an alleged trocar malfunction at her account. She will email us a product complaint form with more information. The product is available for return. Additional information received from applied medical account manager via email on 7may2024: trocar was in place in the abdomen. When the instrument was inserted into the trocar, a small clear plastic piece broke off and went inside of the abdominal cavity. From the first use of the trocar, it was "difficult" to insert and remove instrumentation. The surgeon was able to remove the plastic piece laparoscopically and the team got a new trocar and completed the surgery. There was no harm to patient. Lap bariatric instrumentation was also used during the procedure. Additional information received from applied medical account manager via email on 7may2024: from looking at the product, the shield broke off of the trocar. The shield is fully intact, so it looks like it fell off. It is unknown what instrumentation was being used at the time of the incident and prior to the incident. Type of intervention: the surgeon was able to remove the plastic piece laparoscopically and the team got a new trocar and completed the surgery. Patient status: no harm to patient.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment and a torn septum. The clear component was identified to be a shield, an internal plastic component of the seal. Based on the condition of the returned unit and description of the event, it is likely that the dislodged shield and fragmented septum were caused by the non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿

Event description:
Procedure performed: lap sleeve gastrectomy with hiatal hernia repair event description: the rep called to inform us that there was an alleged trocar malfunction at her account. She will email us a product complaint form with more information. The product is available for return. Additional information received from applied medical account manager via email on 7may2024: trocar was in place in the abdomen. When the instrument was inserted into the trocar, a small clear plastic piece broke off and went inside of the abdominal cavity. From the first use of the trocar, it was "difficult" to insert and remove instrumentation. The surgeon was able to remove the plastic piece laparoscopically and the team got a new trocar and completed the surgery. There was no harm to patient. Lap bariatric instrumentation was also used during the procedure. Additional information received from applied medical account manager via email on 7may2024: from looking at the product, the shield broke off of the trocar. The shield is fully intact, so it looks like it fell off. It is unknown what instrumentation was being used at the time of the incident and prior to the incident. Type of intervention: the surgeon was able to remove the plastic piece laparoscopically and the team got a new trocar and completed the surgery. Patient status: no harm to patient.